Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 3 applications were performed with a balloon catheter on the date of the event. A system notice indicating that the system detected a software error and stopped the injection (#50008) was triggered on all applications. Also, 10 applications were performed with a second catheter and 6 applications were performed with a third catheter without any issue. Visual inspection of the catheter showed that the push button luer was broken. Smart chip verification indicated the catheter was used for 10 applications. The catheter passed the electrical integrity test and the performance as per specification. In conclusion, the reported issue of a broken luer was confirmed through testing. The catheter failed the product return inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the connector on the handle of the balloon catheter broke. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.